Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the unit was down and unresponsive to power up attempts. A field service engineer inspected and found the main station had a failure in drawer 2.1, which was missing from the virtual map and appeared off the bus. All cable connections were inspected, reseated, and the retractor band was checked, signal was confirmed via red lights on the controllers. Despite this, the drawer remained undetected. The fse replaced the drawer as well as the drawer module for module two. Both parts were original. The drawer module controller had some marks, possibly from rubbing against the retractor ribbon. The fse replaced the drawer controller. All cables to drawer 2.2 were also reconnected as a precaution. Functionality was verified by the customer. General cleaning and inspection were performed, and all cable connections were checked and tightened. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the station has no power. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.